Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The returned device was not tested for the allegation.

Event description:
It was reported that insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.